Event description:
The pt called lifescan and alleged the one touch basic enhanced meter was prompting "not enough blood and clean test area." The medical affairs specialist unsuccessfully attempted to contact the pt. The pt was taken to doctor's office when unable to get a reading. No symptoms of high or low blood glucose are reported. The dr then took pt to the e.r. The blood glucose was over 500 mg/dl. The pt had "2 bags of IV fluid" and at some point took insulin, before discharge 12-14 hours later with a blood glucose reading of 170 mg/dl. The customer care rep performed troubleshooting and the clean test area issue was resolved with training (blood on strip before insertion), however the pt was not using the correct technique for sample application and the test strip was inserted incorrectly. Based on the info obtained from the pt, there is no evidence the product malfunctioned, however use error may have delayed treatment and contributed to an adverse event.